Event description:
During investigation of MDR #1828100-2012-00050, the perfusionist reported to the field svc rep (fsr) "the surgeon" has seen this before at the downtown location. "This" being after use of the device for cardiopulmonary bypass procedure, air was noticed downstream in the tubing and the air bubble detector did not alarm. The surgeon has not worked at the "downtown" location in over 12 years. Since this is anecdotal, no pt info is available at this time. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Investigation is in process, but not yet complete. This MDR# is related to MDR#1828100-2012-00850.